Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer got hospitalized due to low blood glucose on (B)(6) 2018 with blood glucose of 42 mg/dl at the time of the incident. The customer was at 204 mg/dl on the morning of the call. The customer was given a hypo kit to treat. The customer experienced symptoms such as dizziness and loss of consciousness. The customer was wearing the insulin pump during the incident. Troubleshooting was not completed. The customer had a sensor updating alert after a day of use. The insulin pump will not be returned for analysis.